Manufacturer narrative:
The technician found the head down valve was sticking closed. He replaced the head down valve to repair the bed.

Event description:
Info received indicates the CPR function will not lower the head section.